Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. The reported patient effect of worsening mitral regurgitation and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation (mr) and tissue damage were a result of slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda), requiring intervention, and tissue damage. It was reported that on (B)(6) 2018, two mitraclips (xtr clip, ntr clip) were successfully implanted reducing grade 4 degenerative mitral regurgitation to grade 1 on (B)(6) 2018, the patient presented for a follow up echocardiogram. It was noted that the xtr clip was well attached to both leaflets and functioning as expected; however, the ntr clip was noted to be detached from the anterior leaflet (slda). A small flail was noted and mr increased to grade 4; however, the patient was asymptomatic. On (B)(6) 2018, an xtr clip was implanted lateral to the detached clip, to stabilize the clip, reducing mr to grade 1. Post procedure, the patient was in stable condition. No additional information was provided.